Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. No product malfunction was reported. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury; nerve damage due to surgical trauma..." "...compatibility: do not use reline system with components of other systems than armada system. Refer to the armada system instructions for use for a list of the armada system indications of use. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system..." No product replaced.

Event description:
On (B)(6) 2017, a patient underwent an extreme lateral interbody fusion procedure at l2-l5 levels and a posterior fusion procedure at t9-s2ai levels. During in-situ rod bending, the anterior longitudinal ligament was ruptured at l2/3 level. Reportedly, on (B)(6) 2017, patient underwent a revision procedure to place a mesh cage and arrow graft in an effort to prevent the xlif cage from backing out. No patient injury was reported.